Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned in segments, analyzed and the distal conductor fractured due to overstress. It was noted that all conductors were distorted, the proximal conductor fractured due to overstress, the outer insulation had cosmetic environmental stress cracking and there was blood in/on the helix mechanism.

Event description:
It was reported the right atrial (ra) lead had an apparent fracture, impedance was less than 100 ohms and there was twiddler's syndrome. The ra lead was explanted and not replaced. No patient complications have been reported as a result of this event.